Event description:
(B)(4). Lost a coil. It came out the same way it went it. Had sever cramping and bleed ever since. Then in (B)(6) of 2010 I was taken to the ER for sharp stabbing pain in my lower abdominal area. Had a ruptured ovarian cyst and lost the second coil. Still have metal fragments in my tubes and deal daily with bloating. Shortly after getting essure I started having pain everywhere. Was diagnosed with depression and fibromyalgia. Worst mistake of my was getting essure.